Event description:
Pt underwent outpatient surgery on (B)(6) 2009, for the placement of a transobturator sling for urinary incontinence. Pt present to her doctor's office on (B)(6) 2011, with complaints of feeling a rough substance in her vagina on the anterior wall as was also able to visually see sling material. Physical examination revealed erosion of the sling material in the mid urethral area. The sling material had extended downward into the vagina and rolled into a ball. Pt was admitted for outpatient surgery for the explantation of this product on (B)(6) 2011, and about 3 mm x 2 mm of mesh was identified under the mid urethra.